Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges the light on the miller 3 blade in the kit has stopped working. Alleged issue reported as detected prior to patient use during pretesting. There was no report of patient involvement. There was no report of patient injury of consequence.

Manufacturer narrative:
(B)(4). One complete kit (set) of a MRI conditional laryngoscope was received. Upon receipt the kit was inspected for any signs of abuse/misuse/damage. The extra batteries were visually inspected and the negative battery terminal was found questionable. The battery negative contact loop was in a physically/visually more flattened state. Nothing else unusual noted on any of the other components. One of the MRI blades was attached to the handle. Once engaged the blade was projecting light. The handle, which is the battery support cavity, was shaken vigorously. During the time the battery was being shaken the light was intermittently going off and on, and you could hear the battery tapping the side of the handle indicating the battery was not secure. The negative (electrical) terminal of these batteries have been designed in the form a spring loop. The design intent is for the battery spring loop to compress when inserted into the handle and make electrical contact with a bare metal shaved surface. This physical contact completes the electrical circuit for the light when the blade is engaged. When the negative battery spring loop collapses, or relaxes after some period of time, or was never properly formed during manufacturing, the electrical circuit is jeopardized and results in intermittent lighting. Based on the investigation performed, the reported complaint was confirmed. The sample was sent to the manufacturing site (truphatek (B)(4)) for further investigation.

Event description:
Customer complaint alleges the light on the miller 3 blade in the kit has stopped working. Alleged issue reported as detected prior to patient use during pretesting. There was no report of patient involvement. There was no report of patient injury of consequence.

Manufacturer narrative:
(B)(4). Additional information has been received from truphatek (B)(4) (manufacturer). They reported that a non-conformance has been opened for this issue.

Event description:
Customer complaint alleges the light on the miller 3 blade in the kit has stopped working. Alleged issue reported as detected prior to patient use during pretesting. There was no report of patient involvement. There was no report of patient injury of consequence.